Event description:
It was reported by dealer that home user said a bolt under the bed dislodged and bed came down. "Dealer tried to re-in-act the alleged incident and could not make the bed come down" home user had previous neck surgery and that was why they were at home. For this alleged incident the injury is unknown. No other information is available. Dealer is sending bed to mfg for their evaluation and opinion.